Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
It was reported that the patient's right hip was revised due to dissociation of the head from the stem. Intra-operatively, trunnion wear and metallosis were also observed. A stem, head, and liner were revised to a restoration modular stem construct with a new head and liner. Rep confirmed that he can provide pictures, there were no allegations against the revised liner, and that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding disassociation and fretting/wear involving a accolade stem was reported. The event of disassociation confirmed via medical review and wear/fretting was confirmed through visual analysis of the provided photograph. Method & results: product evaluation and results: no product was returned for evaluation however, photographs were provided for review. Photograph showed a recently explanted stem with obvious damage to the trunnion giving the pencilling effect , there was quite amount of boney in-growth present on the coated surface of the stem. Material analysis, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: event description: it was reported that the patient¿s right hip was due to dissociation of the head from the stem. Intra-operatively, trunnion wear and metallosis were also observed. A stem, and liner were revised to a restoration modular stem construct with a new head and liner. Rep confirmed that he can provide pictures, there were no allegations against the revised liner, and no further information will be released by the hospital or surgeon. Anatomic site: right hip. Implants involved: v40 lfit head 36mm +5mm cocr, accolade tmzf stem #3. Material reviewed: on (B)(6) 2021: stryker pi report. Unlabeled/undated: x-ray ap hip with disassociated head from stem and marked wear of trunnion. Unlabeled/undated: intra-operative photo, open hip wound with metallosis in tissue/fluid. Confirmation: the event was confirmed. There was disassociation of an lfit v40 cocr head from a tmzf stem, with trunnion wear and severe metallosis requiring revision surgery. Root cause: while the root cause cannot be determined with certainty without examination of medical records, review of the implant lot numbers and perhaps examination of the explant. That said the root cause is likely liked to the lfit v40 head recall. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: the reported accolade stem was mated with a lfit v40 cocr head. The cocr head has been identified to be within scope of nc and CAPA. The event was not confirmed and the root cause could not be identified. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right hip was revised due to dissociation of the head from the stem. Intra-operatively, trunnion wear and metallosis were also observed. A stem, head, and liner were revised to a restoration modular stem construct with a new head and liner. Rep confirmed that he can provide pictures, there were no allegations against the revised liner, and that no further information will be released by the hospital or surgeon.